Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date the patient experienced hyperglycemia while on pump therapy. Reportedly, the patient¿s blood glucose (bg) reading was at 477 mg/dl with extreme drowsiness and thirst. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter alleged that there was an inaccurate delivery issue starting on (B)(6) 2014. Review of basal delivery determined that they were correct and as programed. Review of bolus deliveries indicated that there was discrepancy between the total bolus deliveries shown in the bolus history vs. The total deliveries added up manually. The time/date setting was reported to be correctly set. The reported issue was not resolved with troubleshooting. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/10/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of black box data showed 3 days before the complaint date, a partial bolus was delivered that was 2 units short of the programmed amount. The warning was aborted and a bolus was delivered that was 1.05 units over the amount missed in the partial bolus. No other unusual activities were found in the alarm history. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.